Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total right knee arthroplasty due to degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a right knee revision due to loosening of the tibial component, swelling, and pain. The surgeon reported the tibial component was completely de-bonded with no cement attached to the tibial component. He indicated the medial cement was loose with obvious fibrous material in the bone cement interface. He did not comment on the femoral component, and it was retained. The surgeon indicated the patella tracking was central and retained. The surgeon reported no intraoperative complications. The patient was implanted with attune tibial revision system and depuy cement x 2. Doi: (B)(6) 2016 dor: (B)(6) 2019 (rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.